Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-03-12 reporting that the device was replaced on (B)(6) 2017 due to normal end of service (eos).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative "tingling" in his legs after he's turned off stimulator. He also had weakness in his legs that caused his leg to give out. The patient¿s implantable neurostimulator was replaced (B)(6) 2017. The indication for implant was post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.